Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a pacer malfunction. There was no reported pt involvement and/or pt impact.